Event description:
The patient experienced shocking sensations at the ins pocket site and turned the stimulation off. He last felt stimulation about 1 month ago. He attempted to recharge his ins last night and was charging more than expected. There were telemetry issues and no communication was possible with the ins. The ins was overdischarged and a power on reset (por) occurred. It was confirmed that reprogramming was performed and it was determined that he was running the device at amplitudes that were too high when he changed positions. Positional changes were explained to him and then he fully understood. He was happy with his stimulation and has not reported any similar or uncomfortable sensations. The situation was fixed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).